Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The patient's wife reported that the customer is not getting proper insulin from the infusion set of the insulin pump. The customer's blood glucose level was 400 mg/dl. The customer's wife will have husband call when he can do the high blood glucose testing and confirm that the insulin pump itself is working as designed. No further information was reported.